Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a female patient who had essure (batch no. 700544,705317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and ovarian cyst nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("pain back"), vaginal discharge ("vag discharge"), vaginal infection ("vag infect"), fatigue ("fatigue"), abdominal distension ("bloating") and memory impairment ("forgetfulness.") And was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst (full) salping (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, fatigue, weight increased and weight decreased outcome was unknown and the vaginal discharge, vaginal infection, abdominal distension and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, memory impairment, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s)(unspecified):unknown. Most recent follow-up information incorporated above includes: on 14-aug-2020: medical record received : lot number, medical history and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain: pelvic'). In a female patient who had essure (batch no. 705317-inv,700544), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dysmenorrhea and ovarian cyst nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("pain back"), vaginal discharge ("vag discharge"), vaginal infection ("vag infect"), fatigue ("fatigue"), abdominal distension ("bloating"). And memory impairment ("forgetfulness"). And was found to have weight increased ("weight gain"). And weight decreased ("weight loss"). The patient was treated with surgery (hyst (full) salping (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, fatigue, weight increased and weight decreased outcome was unknown. And the vaginal discharge, vaginal infection, abdominal distension and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, memory impairment, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2011, essure confirmation test(s)(unspecified):unknown. 705317-not valid, 700544. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a female patient who had essure (batch no. 705317-inv,700544) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and ovarian cyst nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("pain back"), vaginal discharge ("vag discharge"), vaginal infection ("vag infect"), fatigue ("fatigue"), abdominal distension ("bloating") and memory impairment ("forgetfulness.") And was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst (full) salping (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, fatigue, weight increased and weight decreased outcome was unknown and the vaginal discharge, vaginal infection, abdominal distension and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, memory impairment, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s)(unspecified):unknown. 705317-not valid,700544. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("pain back"), vaginal discharge ("vag discharge"), vaginal infection ("vag infect"), fatigue ("fatigue"), abdominal distension ("bloating") and memory impairment ("forgetfulness.") And was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst (full) salping (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, fatigue, weight increased and weight decreased outcome was unknown and the vaginal discharge, vaginal infection, abdominal distension and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, memory impairment, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s)(unspecified):unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : dyspareunia, pelvic / abdominal, back, vag discharge, vag infect, fatigue, weight gain, weight loss, bloating, forgetfulness. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.